Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified piggyback medication. No specific programming parameters were provided. It was reported, the nurse return to the room later and noted the device was not delivering. At that time, the nurse noted the device did not alarm n102 (infuser idle 2 minutes) as expected. Multiple unsuccessful attempts have been made to obtain add'l info, including event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.